Manufacturer narrative:
H3: product analysis stated that the reason for return has been partially confirmed. No continuous noises were observed, but the stim values are out of spec and stim 1 doesn't detect when the fuse is removed. The top decal has some damage. The fuse decal is illegible. The software is up to date (v1.7.5). The batteries have reached the end of their life cycle (24 months). Afe board was faulty. H6: previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the nim vital patient interface had no stimulation and showing continuous stimulation noise. The procedure was completed with another patient interface. Nim vital console working fine with other patient interface. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.